Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose rsults were 7.5 mmol, 12.1 mmol, 14.0mmol. Tests were done within 20 mins with difference of 34%. Pt did not experience any adverse events. No furter info has been reported.